Event description:
Add'l info rec'd from MFR 10/1/01: model number/catalog number: 0684-00-0320/0684-00-0297-01. Date event was reported: 08/09/2001. Description of event: the new 8 fr was inserted into the pt. Two days later blood was noted in the tubing. Difficulty was encountered removing the iab. The product has been promised for evaluation, but datascope has not yet received it.

Event description:
The balloon catheter was placed in 2001, due to cardiogenic shock. The pump was weaned to 1:3 ratio, and orders were received to remove the catheter. Upon removal, blood was noted in the extracorporal tubing indicative of a leak. The catheter was removed with difficulty. Dried blood droplets were noted inside the balloon. The balloon pump console did not alarm to indicate a leak. The pt did not require another catheter. The balloon pump console was a datascope 98. The therapist stated that the new designed catheter with the wire coil in the extracorporal tubing makes visualizing blood in the catheter difficult.